Event description:
During a colostomy procedure, the active blade broke in half and fell into patient. Retrieved the blade and a new instrument was used to complete the procedure. No patient consequence.